Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of a dirty syringe. To support the investigation, one sample without packaging was submitted for evaluation by the quality team. A visual inspection revealed four brown specks of embedded degraded resin within the syringe barrel. No additional defects or imperfections were observed. This type of embedded degraded resin typically occurs during startup or intermittently throughout the injection molding process, when degraded resin particles break loose and become incorporated into molded components. A review of the device history record for material number 301033, lot 4346081, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported symptom has been confirmed.

Event description:
It was reported that the bd syringe 30ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301033. Batch #4346081. Verbatim: rcc received a complaint via email. Dirty syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.